Event description:
It was reported that this product was part of a system revision due to infection. This right atrial (ra) lead was explanted and a temporary pacemaker was placed. No additional adverse patient effects were reported.